Event description:
It was reported via ms&s "customer states one of her nurses had a needle stick occur while using the powerloc safety needle and asking what safety mechanism is for this device? Is it retracting, blunting, sliding sheath or hinged cap? Ms&s explained to the customer, this is a retracting safety needle. Please see the attached instructions for use. Under the removal section it states "while holding the needle base against the skin, pull textured handle up until you feel a stop and the needle is locked in the safety position." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.